Event description:
It was reported that the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. No conclusion can be drawn as repair info was not reported.